Event description:
Reportedly, the physician could not interrogate the subject device one day after reprogramming and good battery status at this day. No green light (tested with 2 programmers) on programming head and no magnet reaction, the device has been replaced and will be returned for analysis.

Manufacturer narrative:
Updated (addtional information received).

Event description:
Reportedly, the patient was in hospital for heart surgery but no cardioversion has been applied. One day after heart surgery the device has been interrogated successfully and good battery status at this day (11 month of remaining longevity have been displayed). The following day, no green light (tested with 2 programmers) was observed on the programming head, interrogation was impossible with no magnet reaction. The device has been replaced and will be returned for analysis.

Manufacturer narrative:
Device finally not received for analysis.

Event description:
Reportedly, the patient was in hospital for heart surgery but no cardioversion has been applied. One day after heart surgery the device has been interrogated successfully and good battery status at this day (11 month of remaining longevity have been displayed). The following day, no green light (tested with 2 programmers) was observed on the programming head, interrogation was impossible with no magnet reaction. The device has been replaced and will be returned for analysis.